Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed, as the surgeon provided post-op scans within the planning for the new devices, showing the patient in maxilla and mandibular fixation without tmj implants. The surgeon took full responsibility for overestimating the ability to move the mandible enough to place the lefort and afterwards the tmj implants. There is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, this record is closed as "feedback".

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon couldn¿t mobilize the mandible enough for the lefort procedure due to the patient's condition. After an hour of attempts, they stopped and placed the patient in fixation for a rescan to create new joints.